Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during the procedural setup an "e22 - motorpack error" message was generated by the aquabeam robotic system. The error message could not be cleared; therefore, the aquabeam handpiece was replaced with a new handpiece device and the aquablation procedure was continued through successful completion. The reported event caused a procedural delay of over 20 minutes. There were no adverse health consequences to the patient due to the reported event.

Manufacturer narrative:
Root cause of reported event has not yet been established. Investigation by manufacturer is currently inprocess.

Manufacturer narrative:
H.10 additional manufacturer narrative: three (3) good faith efforts were made by procept to retrieve the aquabeam handpiece back for investigation of this complaint; however, to date no device has been returned. The aquabeam robotic system's log files plotted a decreasing hppsi at 100% pump power confirming the reported event of the handpiece failing to aquablate prostatic tissue as the performance of the device degraded. Visual inspection observed debris obstructing the jet orifice under magnification. Functional testing confirmed the reported failure mode on the handpiece as it failed to aquablate tissue from the inadequate jetting. Additional analysis attempted to extract the debris lodged beneath the jewel but was lost due to the destructive nature of the extraction. A review of the device history record (DHR) for aquabeam robotic system / serial number (B)(6) and the aquabeam handpiece / lot number 21c01550 was performed, which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system and its associated component met all design and manufacturing specifications when released for distribution. A review of similar complaints for a 12-month period confirmed a total of seven (7) similar complaints reported to procept. The aquabeam robotic system user manual (um), um0101-00, was reviewed and states the following: table 5: system detected errors and faults e22 - motorpack error release foot pedal and click x. If error persists, reconnect handpiece to motorpack. If error continues, replace handpiece. The root cause of the reported event was unable to be established. Should the device be returned in the future, then this complaint will be reopened to complete the investigation. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.